Manufacturer narrative:
A sample has now been received at manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that multiple knives were noted to be dull during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.

Manufacturer narrative:
A sample that was previously reported as available was not received at the manufacturing site for evaluation. As a sample was not received at the manufacturing site for evaluation for the report of dull blades, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of the manufacturer's address and or contact information with a knife in a bubble wrap. An actual knife sample was not received at the manufacturing site and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. No action was taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife sample with a plastic cap over the blade and packaged loosely in bubble wrap was received, for the report of dull blades. The returned sample was visually inspected, and was found to be nonconforming with a damaged tip. Penetration testing could not be performed, due to the damaged condition of the sample. The exact root cause could not be determined, from the investigation performed. The damage to the returned sample is consistent with damage that can, occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument, during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of a dull blade. The exact root cause for the damaged knife sample is unknown. Therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored, during the finishing process to ensure the sharpness of the product. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).